Event description:
It was reported the pt has not charged her scs ipg in over 7 months. It was also reported the pt is unable to communicate with her scs ipg using her pt programmer and charging sys. A sjm rep was unable to resolve the issue using other external devices. Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.